Event description:
Pt reports the pump sn # (B)(4) is beeping with error codes appearing "1140 - lec11" per pt. The pump is also running currently, beeping while the batteries are in there and continuing to beep and produce the same error message after being replaced with new batteries. The second pump sn # (B)(4), the pt put batteries in while it was not running and there is continuous beeping still occurring. Both pumps will be replaced. No other info is known. Reported by: pt. Yes, the error occurred while in use but it did not cause any adverse effects. We are couriering out new pumps and getting the defective pumps returned. Dose or amount: 178 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.